Manufacturer narrative:
The technician found during a between pt inspection, the parts surrounding the hex rod/shaft hole was worn from normal usage and not being adjusted properly. The head end brake casters were replaced to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the head end brake casters were not holding. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).